Manufacturer narrative:
This report is submitted on may15, 2023.

Event description:
Per the clinic, the patient experienced a loss of osseointegration. The patient was re-implanted with a new device.